Manufacturer narrative:
Covidien reference: (B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse removed all the printed circuit boards (pcb) and reseated them. The unit then passed all testing.

Event description:
It was reported that during patient use, a ventilator screen froze. There was no report of patient harm as a result of this event.